Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) in left atrium, a sureflex steerable guiding sheath was selected for use. It was noted that the hemostatic valve came off. Hence to resolve the issue, the sheath was replaced by another one and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed there were no visible damage noted. There was no leakage noted. The blue part of the hemostasis valve had come off. No other damage was reported.